Manufacturer narrative:
Omit a1601 - device alarm system (1012). Omit g0600101 - alarm, audible. Omit b21 - type of investigation not yet determined. Omit c21 - results pending completion of investigation. Omit d16 - conclusion not yet available. Additional information: device available for eval? Returned to manufacturer on. Device return to manuf .? Device eval by manufacturer? Imdrf annex a code. Imdrf annex g code. Imdrf annex b code. Imdrf annex c code. Imdrf annex d code h3 other text : see manufacturer narrative.

Event description:
It was reported that the device had alarm - error codes / messages with an error code 351.6660 and occurred many times in the log which indicates the linear position sensor may need to be replaced. There was no patient involvement.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had alarm - error codes / messages with an error code 351.6660 and occurred many times in the log which indicates the linear position sensor may need to be replaced. There was no patient involvement.